Event description:
It was reported that the lead was repositioned for an unspecified reason. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.